Event description:
A physician felt that the actuation mechanism of an outback unit was stiff, and the needle did not fully retract. The device was not used in a patient. After the procedure was successfully completed with another outback unit, the technicians "played" with the malfunctioning device and got it to actuate smoothly and actuate fully. The product will be returned for analysis.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. It is anticipated that the product will be returned for analysis, but the device has not yet been returned. Additional information will be submitted within 30 days of receipt.